Event description:
It was reported that while in the cath lab on (B)(6) at 0755 am, the intra-aortic balloon (iab) was inserted through a sheath and into the patient's femoral artery. After 34.5 hours of intra-aortic balloon pump (iabp) therapy, the pump generated alarms and it was noted that there was blood in the gas tubing. The iab was removed at 1830 pm, (B)(6). Another iab was not inserted because the iabp therapy was completed. There was no reported patient death or injury. Medical/surgical intervention was not required. The iabp therapy was interrupted however, according to the chief of perfusion the patient was stable and did not require continued iabp therapy. There were no reported patient complications and the patient outcome is listed as "iabp therapy was completed."

Manufacturer narrative:
(B)(4). The event was initially believed to be asr reportable through our exemption for balloon ruptures. The returned device was evaluated and did not meet the criteria of a ruptured intra-aortic balloon. Device evaluation: the iab and teflon sheath with side arm were returned for evaluation. There was blood on the interior and exterior surfaces of the iab. Blood was also noted in the short driveline tubing. Betadine was on the exterior surfaces of the hemostasis valve, re-positioning sleeve, bifurcation cuff and bifurcation. The teflon sheath with sidearm was on the bladder approximately 20 cm from the iab distal tip. There was red fluid in the sidearm of the sheath. The catheter was bent approximately 40cm and 57cm from the iab distal tip. The catheter and central lumen appeared to have been broken approximately 73.5cm from the iab distal tip. The bifurcation cuff was returned detached and butted up against the bifurcation. When the bifurcation cuff was moved toward the distal tip of the iab for further evaluation of the catheter, the central lumen could be seen broken inside the catheter. The one-way valve was connected to the short driveline tubing. A non-arrow pressure line was connected to the luer end of the iab. There was a pair of hemostats clamped to the short tubing. An in-house swg would not pass 73.5cm when back loaded and front loaded through the central lumen. After the iab was rinsed, bladder was advanced through the sheath with ease. A vacuum was applied to the iab and it did not hold. The one-way valve was tested with a vacuum gauge and held. Since the central lumen was known to be broken, both ends were blocked. The iab was submerged in water and pressurized; no other leaks were detected in the iab assembly. The catheter was cut down 1mm above the bifurcation for further evaluation of the central lumen. The central lumen was broken 73.5cm from the distal tip of the iab. The central lumen was examined under magnification. The central lumen was found broken in two pieces; it appeared to have been kinked then broken. Both ends of the central lumen were lined up and the entire length was present. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "blood in the gas tubing" is confirmed. The central lumen was broken just above the bifurcation which resulted in blood entering the tubing. The potential cause of the central lumen break was due to patient movement bending the central lumen in a tight radius.